Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is the initial procedure? In event description indicates "she believes there may have been an incident" what do you mean by this, could you please explain? Could you please confirm if this issue occurred intra-op or post-op? Could you please provide event day and procedure date? Could you please provide lot number? Could you please confirm the availability of the device? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown ophthalmology procedure on an unknown date and suture was used. During the procedure, the suture snapped. There were no adverse patient consequences reported. Additional information has been requested. .

Manufacturer narrative:
(B)(4). Date sent to the FDA: 5/14/2020. Additional information was requested and the following was obtained: what is the initial procedure? Trabeculectomy operation with mitomycin in event description indicates "she believes there may have been an incident" what do you mean by this, could you please explain? Using a 10/0 ethilon during the procedure, the needle snapped off. Could you please confirm if this issue occurred intra-op or post-op? Intra-op. Could you please provide event day and procedure date? (B)(6) 2020. Could you please provide lot number? Unable to. Could you please confirm the availability of the device? Unable to. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were there any adverse patient consequences?